Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted; give date: unknown/not provided. The lens remains implanted. Section d6b: if explanted; give date: n/a - the lens remains implanted. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the right eye (non-dominant). Following surgery, the patient's best corrected visual acuity decreased from 0.8 preoperatively to 0.6 at one month, accompanied by persistent complaints of hazy vision. Residual automatic refraction was measured at -0.75(-1.75)114 degree, and visual acuity did not improve with refraction. Preoperative subjective refraction was -0.5(-3.5)7 degree, demonstrating a change in cylinder orientation after surgery. Postoperative optical coherence tomography of the macula was normal, and itrace aberrometry confirmed perfect alignment of the toric intraocular lens at 95 degree. The rhexis was observed to overlie the optic 360 degrees. The patient expressed significant dissatisfaction with visual quality. Through follow up, we learned that the selected spherical equivalent was the second minus rather than the recommended first real minus, and the toric power was too high; the patient required a det375 but received a det525, resulting in overcorrection of astigmatism and affecting visual acuity at all distances. It was also noted that no manual maximum plus refraction was performed, which could have influenced the assessment of visual acuity improvement. The patient is being monitored. No further information provided.